Event description:
A malfunction was reported on the pump, but there were no adverse impacts to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur afterward. Customer was informed to continue using the pump and to reach out if the malfunction happened again, which they understood and acknowledged.